Event description:
It was reported the intraocular lens was explanted 10 weeks after the initial implant. The lens was exchanged for a lower diopter lens of the same model. Reason stated was improper iol power.

Manufacturer narrative:
Completed by the manufacturer: the returned intraocular lens was returned and analysis shows the diopter is correct as labeled, 23.0d. All other optical measurements met specification. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted.